Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto rmt, navi star rmt ds, navx. Other company¿s devices that were used in this study: niobe magnetic navigation system, cardiodrivetm, ecvue system (B)(4) the device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 116 patients with supraventricular tachycardia underwent catheter ablation from october 2007 to april 2012. Among them, one patient had hemothorax as a consequence of central jugular venous catheter inserted during anesthesia. This complaint is re-assessed to serious injury and MDR reportable event based on additional information received on sep 08 2017. A male (B)(6) patient suffered hemothorax. The author commented that hemothorax was procedure related but clearly not bwi device related; since the case was in the range of 8-9 years ago and catalog numbers was not possible to be retrieved. An 8 mm tip carto rmt was used in this event, but bwi device cited in the article did not lead to the reported patient consequences. Hemothorax caused severe impairment of a body function or damage to a body structure. Hemothorax required drainage, and the patient was fully recovered. Title: ¿contemporary outcomes of supraventricular tachycardia ablation in congenital heart disease a single-center experience in 116 patients.¿ the purpose of this study was to assess the contribution of rmn to adult patients with chd through reviewing our experiences of svt ablation in adult patients with chd using 3d-ems. Suspect device is a navistar thermocool, however catalog and lot number is unknown.